Manufacturer narrative:
The returned idrivec was visually examined and functionally tested. The result was that the device performed according to specifications: it successfully fired an attached plc75, producing properly formed staples in the test medium. The root cause of the alleged failure could not be determined.

Event description:
In an ileostomy reversal procedure, a loaded plc75 was clamped onto tissue in preparation for firing via an idrivec. Repeated presses of the fire button on the idrivec yielded no response. The open/close button of the device was also unresponsive. The plc75 was subsequently excised from the patient, and the procedure was completed by use of another device.